Manufacturer narrative:
Continuation of concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6)2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 97755, serial# (B)(4), product type: recharger. Correction: initial reporter was manufacturing representative. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Product ID 97755 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They stated that the patient was sent replacement equipment and they had not heard from the patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4) , implanted: (B)(6) 2019, product type: lead ; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead ; product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had a no device found error on their recharger. They had been having a hard time connecting to ins to recharge. Their recharger won't connect at all and showed "no device found". The caller also stated that patient reported antenna gets really warm/hot and this started the same time as the connection issues. The rep was able to interrogate ins with tablet. Impedances showed that one lead (contacts 0-7) were all red and over 40k ohms; the other lead (contacts 8-15) were all green. The patient was using and liked group b which was using 8-15 contacts while group a (which patient was not using) utilized 0-7 contacts. The caller deleted group a and then used patient's controller to attempt recharging. The caller stated they got to al screen in which they were getting range of 0-99 and average around 97-100 but then average would drop to 0. They saw no device found (screen 16). They reviewed the steps for a discharged ins. They attempted communication, started a recharge session, and optimized recharger antenna position on alert screen 50. They found that they were unable to establish recharging. They reviewed how passive recharge cycle works. They stated just by slightly tugging on cord or putting a little tension on the cord (not actually moving antenna), they'd see the average go from 0 to 100. The rep had unplugged the recharger from the controller at one point and controller showed that ins was charged to 90%. When they plugged the recharger back in and attempted a normal charging session, the controller again showed "no device found". The caller stated there were no pocket issues. They were sent a replacement recharger. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.